Event description:
Received information stating customer received notification to install new cartridge. Customer had accidentally put pump in shelf mode and pump reset. There was no reported impact to customer's blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a follow up report will be submitted.